Event description:
Boston scientific received information that this lead was exhibiting noise which was oversensed and resulted in an inappropriate shock to this patient. A revision procedure was performed and a fracture on the rate/sense portion of the lead was revealed. This portion of the lead was removed from service and a replacement lead was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
A portion of the lead remains in service and a portion of the lead was surgically abandoned. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.